Event description:
The customer reported the system failed to boot up and take images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos (complementary metal-oxide-semiconductor) on the workstation was reloaded. The cmos holds all the system setting necessary for boot up. The system is now operating as intended.